Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The lesion was located in the mid left anterior descending artery. The taxus express2 3.5x32mm drug eluting stent fell off the balloon during the procedure and migrated to the femoral artery. The physician was unable to retrieve the dislodged stent. Pt status is satisfactory.